Event description:
It was reported to medtronic minimed that the customer experienced unexplained and random no delivery alarms which may cause motor failure, pump did rewind slower than it has in the past which may cause issues with insulin delivery, pressed buttons more than once which may cause inaccurate basal/bolus delivery. The customer reported no adverse event. The event involved product(s) mmt-876a, mmt-332a, mmt-751nas. Customer reported a past no delivery alarm. Customer reported a keypad issue or received a button error. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. No product return was required for mmt-876a. No product return was required for mmt-332a. No product return was required for mmt-751nas.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
All buttons were tested while navigating the menus, and they all worked properly. No unlocked j2/lcd keypad connector or other keypad anomalies were noted during testing noted. Unit passed self-test, displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test. No unexpected rewind anomaly, prime/fill anomaly, drive/motor anomaly, no delivery alarms noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had cracked battery tube threads, scratched case, stained keypad overlay, stained address/serial number label and missing end cap sticker. In conclusion, unit passed all require testing. No delivery alarm, rewind anomaly, prime/fill anomaly, drive/motor anomaly, keypad buttons anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.